Event description:
It was reported that the patient¿s device was presenting with a por (power on reset) condition. The patient did not normally feel stimulation, but felt it return more than one month ago. It was noted that the patient had ect (electroconvulsive therapy) done twice a month, which started two years, no end date, and last one this past weekend. When attempting to turn stimulation on, a por message appeared. A longevity calculation was performed to estimate device battery live with the following parameters: program 2. 2.5v/ 240/ 14hz. Stimulation off, 1-3+, and found eri: 2.11 years and eos: 2.93 years. It was noted that the device did not go to por or shipping settings. An impedance check or battery check could not be done, because the por occurred whenever stimulation was turned on. Additional information received reported that the physician had decided to replace the device.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3093-28, lot# v158643, implanted: (B)(6) 2008. Product type: lead. (B)(4).